Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a bag falling and disconnecting during therapy is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and it warns that falling bags can result in a disconnection or leak. The guide also instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during fill 3 of peritoneal dialysis therapy. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that a supply bag had fallen and disconnected during therapy. The patient was advised to complete therapy using manual supplies and to notify their nurse regarding the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.